Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/21/2014 with the following findings: the keypad was observed to be torn through the down button symbol and the buttons were found to be unresponsive to testing. The keypad cover was removed and contamination was noted underneath the contrast, up, down, and ok button contacts and a corroded keypad flex was observed. Product analysis was unable to test the vibration function due to the unresponsive keypad issue. The battery cap was not returned with the pump; a test cap was used during the investigation. Unrelated to the initial complaint, the display was found to have a dim, red color and the audio bolus button cover was found to be missing/detached from the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated that the down keypad button was under responsive and that the keypad was torn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.